Event description:
Patient presented to the physician with swelling, redness, and fluid accumulation at the chest incision site, and the incision had dehisced. Due to signs of infection, the physician brought the patient into the or, removed the ipg and sense lead, and closed. Postoperative antibiotics were prescribed.